Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient received the following blood glucose results on the performa device on (B)(6) 2017; 8.6 mmol/l at 2:00am, 8.3 mmol/l at 5:30am, 15.1 mmol/l at 8:15am, and 17 mmol/l at 9:30am. The patient was experiencing elevated blood glucose symptoms. The patient was able to self-treat with a bolus injection. On (B)(6) 2017 at 4:00pm, the patient was admitted to the hospital for vomiting, nausea, and high blood glucose levels. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with diabetic ketoacidosis and is being treated with an insulin infusion drip. The caller stated she forgot to prime the tubing during her first cartridge change and also states that got a lot of air bubbles in the cartridge during her first infusion set change. Customer feels this led to her illness as she was getting "air" rather than insulin as a result of the air bubble. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.